Manufacturer narrative:
Correction: h6.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was receiving a supply bag lines are blocked message during dwell 3 of their treatment. The patient discontinued treatment during drain 3 of 4 due to the supply bag lines are blocked message. The patient performed a continuous ambulatory peritoneal dialysis drain at their clinic and drained out 6350 ml. This drain volume is 334% the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did drain 6350 ml manually. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was receiving a supply bag lines are blocked message during dwell 3 of their treatment. The patient discontinued treatment during drain 3 of 4 due to the supply bag lines are blocked message. The patient performed a continuous ambulatory peritoneal dialysis drain at their clinic and drained out 6350 ml. This drain volume is 334% the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did drain 6350 ml manually. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler, there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was receiving a supply bag lines are blocked message during dwell 3 of their treatment. The patient discontinued treatment during drain 3 of 4 due to the supply bag lines are blocked message. The patient performed a continuous ambulatory peritoneal dialysis drain at their clinic and drained out 6350 ml. This drain volume is 334% the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did drain 6350 ml manually. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.